Event description:
A malfunction was reported on a customer's pump. There was no reported impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further issues occurred.